Event description:
A customer contacted beckman coulter regarding false high glucose (glcu) result generated by the synchron lx20pro instrument. The customer indicated that an urgent chemo pt sample was tested for gluc and result of 371mg/dl was reported to the consultant haematologist. The consultant questioned the gluc result as it did not match the pt history. The pt sample was run on a point of care (poct) glucose meter. The gluc result was 90mg/dl. The consultant contacted the lab about the gluc result. The customer then re-tested the pt original sample for gluc on another instrument in their lab. The gluco result obtained from another instrument was 76mg/dl. Treatment was not initiated or withheld as a result of this event.